Event description:
A pt with diabetes on a minimed medtronic insulin pump using a paradigm link glucose meter rec'd a false high reading. The pt gave insulin in an attempt to lower the blood sugar. This resulted in severe hypoglycemia. The pt was rescued by his wife who recognized hypoglycemia.